Event description:
It was reported that distal tip detachment occurred and remained in the patient. The 95% stenosed target lesion was located in the popliteal artery. A 014/300/sst platinum plus guidewire was advanced for use. However, during the procedure, the tip broke off inside the patient and the broken tip was left behind. The procedure was completed and there were no patient complications reported.